Event description:
There are a total of eighteen complaints for interruption during patient therapy for the same pump on various dates. All patient information is unknown. The facility reported an infusion pump with a malfunction of pump shut off. The event was reported to have occurred during biomedical servicing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The software version for this device is currently unknown. No additional information is available.

Event description:
Note: this report pertains to one of two complaint devices that occurred in the same patient. Please refer to manufacturer report # 3005099803-2010-03457 for the other associated device information. It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stenting procedure within the jejunum. According to the complainant, an initial wallflex stent (the subject of manufacturer report # 3005099803-2010-03457) was implanted into the patient to treat a 3 to 4cm malignant stricture (implant date unknown). At a later unknown date, the physician noted overgrowth within this stent toward the anal end. To treat this condition, the physician attempted to deploy another wallflex stent (the subject of this complaint) within the first stent on (B)(6), 2010. The physician, however, had issues advancing the stent through the tortuous anatomy. Upon removal of the device, it was noted that the distal end was kinked. An attempt was made to repair the kink; however, the physician could still not advance the device through the tortuous region. At a later date (date not provided), the physician ended up deploying a niti-s 20mm stent within the first wallflex stent to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4)the pump has been returned and has been evaluated by baxter. This device was previously in the repair shop on 02 june 2009. At that time, the reported problem was not confirmed. Due to the device being compromised during the previous repair, baxter is unable to perform an accurate evaluation for the reported condition.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition of pump shut off was not confirmed and duplicated. Therefore, the assignable cause is could not be determined. The user interface module master software version (B)(4) categorized as unremediated.